Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 275cc on (B)(6) 2018.

Manufacturer narrative:
New information: mentor discovered a typo on the reported lot number (2611550), the correct lot number is 261550. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 275cc on (B)(6) 2018. The device was returned to mentor without fluid inside. White and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view that extended to the anterior view. A rent was discovered within the crease on the posterior view measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).